Manufacturer narrative:
IFU: the implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection and renal dysfunction are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Patient admitted for having worsening cardiorenal syndrome. Driveline infection being treated in same hospitalization. Glomerular filtration rate (gfr) 25 (nl > 59), creatinine 3.17 mg/dl (nl 0.5-1.3). Chronic kidney disease stage IV/v now with end stage renal disease (esrd). Permacath placed on (B)(6) 2015 and "hd" initiated on (B)(6) 2015 for worsening symptoms of hypervolemia. Patient on hemodialysis making this acute renal failure. Acute renal failure resolved due to now acute renal failure as stated above meets definition of chronic renal failure since patient requires hemodialysis > 90 days. Closest blood urea nitrogen (bun) and creatinine was documented on (B)(6) 2015, creatinine 2.63. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a clinical study patient with an on-going driveline infection, now had (B)(6) cultures for (B)(6). The patient was started on oral keflex 500 mg twice daily until (B)(6) 2015 but had been restarted for increased drainage on (B)(6) 2015.  The patient will be on life-long oral antibiotics for suppression.